Manufacturer narrative:
Maj-619 instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is found, this report will be supplemented.

Event description:
The user could not output the high frequency current using the subject maj-619 during the laparoscopic cholecystectomy. The olympus member of the sales department checked this phenomenon because they had been attending the procedure. As a result, it was found that there was an abnormality in the connection between the subject maj-619 and the a code for laparoscopic forceps. This phenomenon was solved and the procedure was completed, however the procedure was delayed by up to 20 minutes. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject maj-619, because the subject maj-619 has not been returned to omsc. And omsc could not confirm the device history record, because the maj-619 does not have identification number like serial number. Omsc found that a similar complaint occurred in the past, as a result of the investigation for the past complaints. Omsc confirmed that a failure which high frequency current could not be outputted was occurred by the following mechanism, as a result of the investigation for the past similar complaint. When inserting the a code for laparoscopic forceps a0355 too deeply into the maj-619, the incomplete connection occurs and high frequency current cannot be outputted. Omsc was informed that olympus member of the sales department attended this procedure and found a problem with the connection between the subject maj-619 and the a code for laparoscopic forceps a0355. The root cause of this event could not be conclusively determined, because omsc could not investigate the subject maj-619. However, based on the information obtained so far, omsc surmised that this failure which high frequency current cannot be outputted was caused by the incomplete connection between the subject maj-619 and the a code for laparoscopic forceps a0355 due to inserted the a code for laparoscopic forceps a0355 too deeply into the maj-619 by user in theory. There were no further details provided. If significant additional information is received, this report will be supplemented.